Manufacturer narrative:
Depuy synthes spine does not use therapy dates. As a result, today's date has been entered into the required field. A follow up report will be filed upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation at this time. The device lot numbers are unknown. Without lot numbers, a review of manufacturing records cannot be completed. A 12 month review of the complaint trend analysis for the skyline cervical plate family was conducted. There were no other complaints reported for post-operative plate allergic reaction indicating no systemic trend that would implicate the device design or lot specific manufacturing process. Further review of plate component drawing (B)(4) revision k noted that the plate is fabricated out of ti-6al-4v eli for surgical implant application per astm f136-12a. Therefore, the complaint will be closed with no further action required. If the device is explanted and returned for evaluation or follow-up information from the patient or physician is received, the complaint file will be re-opened and the product lot history evaluated.

Event description:
It was reported that the patient has had headaches since the original implantation of a skyline plate on (B)(6) 2012. The patient is seeing other physicians who have recommended that she see an allergist to confirm any metal sensitivity as they believe she might be having an allergic reaction to the plate. The device remains implanted at this time.